Event description:
It was reported that a patient presented with over-sensing noted on the right ventricular lead. No information received regarding intervention or adverse patient consequences were reported.

Event description:
New information received notes that patient ventricular ectopic beats were noted on the transmission. The over-sensing was due to a sensing discrepancy between the near and far field channels. No intervention was known and no information on patient condition was received. No impact to the device function was noted.